Event description:
It was reported that the patient was transported to the hospital by ambulance due to syncope, and that the device recorded a ventricular tachycardia (vt) episode when the syncope occurred. It was also reported that the device did not treat the vt episode due to the device detection rate being higher than the episode rate. The detection rate was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.